Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received power loss alarm and power error detected. The customer¿s blood glucose level was 98 mg/dl. The customer stated that they changed reservoir and on the screen showed a red outline around the reservoir. Reservoir and tubing process was performed and customer states the rewind option displayed after an alarm. The customer was assisted with troubleshoot for power error detected and the customer stated that pump has not been exposed to temperatures below 41°f. The customer was advised to clear the power loss alarm and complete the reservoir and tubing process. It was explained that the process should resolve the power error detected condition. The insulin pump will not be returned for analysis.